Event description:
A bipap a30 was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device, the device was visually inspected and found evidence of foam degradation. There was no malfunction of the device was noted. There were no actionable errors observed. Additionally, an error indicating a failure to access the directory on the sd card was observed. The main board needs to be replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed. No components were replaced. The device was scrapped.